Event description:
It was reported that the atrial lead exhibited noise. The p-waves decreased from 3.4 mv to 1.5 mv. The atrial maximum sensitivity was decreased to 0.2 mv.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.